Event description:
A male patient underwent aaa repair on (B)(6) 2010. During placement of the zenith flex aaa endovascular graft bifurcated main body (1820334-2010-00235) and the zenith flex aaa endovascular graft iliac leg, the sheaths had significant leakage throughout the aaa repair via the valves. The valves were leaking slowly but consistently. The physician was very unhappy with blood loss.

Manufacturer narrative:
(B)(4). The sheath assembly was returned in a used and contaminated condition. Additional images, were also provided to assist in the investigation. Check-flo discs critical dimensions are inspected, and per quality control specification, inspection of captor valve assembly is performed 100% unless otherwise specified. (B)(4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. An examination found that the iris valve appeared to be functioning properly. The valve was disassembled, which revealed that the top, middle, and last disc were torn. The damage to the discs most likely resulted in leakage. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. However, action has been initiated in regard this failure mode. The appropriate in-house personnel were notified and we will continue to monitor for similar complaints.